Manufacturer narrative:
The reported event was confirmed with an unknown cause. Received only the catheter for evaluation. The sample was visually evaluated and a pinhole was observed on the rubberize layer that caused the inter lumen to leak from the inside. Per the functional evaluation, the balloon was inflated with water and the water was observed leaking from the inflation lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine, for patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]"

Event description:
It was reported that the catheter leaked water during a pretest. The leak point was unknown. Per sample evaluation, the water leakage occurred from the inter lumen leak shaft of the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter leaked water during a pretest. The leak point was unknown.

Event description:
It was reported that the catheter leaked water during a pretest. The leak point was unknown. Per sample evaluation, the water leakage occurred from the inter lumen leak shaft of the catheter.

Manufacturer narrative:
The reported event was confirmed with an unknown cause. Received only the catheter for evaluation. The sample was visually evaluated and a pinhole was observed on the rubberize layer that caused the inter lumen to leak from the inside. Per the functional evaluation, the balloon was inflated with water and the water was observed leaking from the inflation lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine, for patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).